Event description:
During transfer of a pt the foot part of the sling detached from the sling bar and the pt fell to the floor. Reported injury is a contusion and 2 lacerations. MFR - 8030916-2013-00037.